Manufacturer narrative:
The user reported receiving glucose suspend alerts. A sensor replacement was approved due to system performance and, and the sensor was requested returned for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. The alert history confirmed the user received "glucose suspend" alerts. A review of the dms data revealed optical instability across all four channels. Glucose suspend was triggered when all four channels fell below the blue norm threshold. Confirming a sensor malfunction would require testing of the returned device; however, as of the complaint closure, the sensor had not been returned to senseonics. The user was offered a sensor replacement as part of resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 14, 2026, senseonics was made aware of an incident where user received a glucose suspend alert which led to early sensor removal. The sensor was inserted on (B)(6) 2025.